Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an e315 error code. The issue occurred during reprocessing. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that an internal component failure ultimately led to the reported event. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.